Event description:
It was reported that the catheter perforated the pericardium. The patient's condition appeared unchanged after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.